Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the left ventricular (lv) lead was experiencing high and out of range pacing impedance. No intervention has been performed. The patient's condition was stable.